Event description:
It was reported that the ventricular lead exhibited capture thresholds greater than 7v. A possible fracture was noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.